Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible under delivery anomaly not confirmed. No damage noted on the belt clip rails. However, the pump had cracked battery tube threads, and cracked case at the battery tube side (near the belt clip rail). The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below the boluses listed in the pump history file on the on the event date 04-may-2023 on svn: (B)(6). On (B)(6) 2023 08:25:29.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 99000 (9.9 u). Bolus amount delivered: 99000 (9.9 u). On (B)(6) 2023 12:38:32.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 16000 (1.6 u). Bolus amount delivered: 16000 (1.6 u). On (B)(6) 2023 16:55:25.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 48000 (4.8 u). Bolus amount delivered: 48000 (4.8 u). On (B)(6) 2023 17:09:57.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 22000 (2.2 u). Bolus amount delivered: 22000 (2.2 u). Please see below for the daily total of all insulin delivered on the event date 04-may-2023 on svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 558250 (55.825 u). Daily total of basal insulin delivered: 373250 (37.325 u). Daily total of bolus insulin delivered: 185000 (18.5 u). There were no user suspended alarm or auto suspend alarm noted on the event date 04-may-2023 on svn: (B)(6). Please see below for the pump errors/alarms noted 1 week prior to the event date 04-may-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 20:59:55.000 alarm alert notification (40). Fault number: stuck key alarm (61). No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. Stuck key alarm not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 09-jan-2023 in the pump history file (svn: (B)(6). On (B)(6) 2023 15:39:52.000 alarm alert notification (40). Fault number: stuck key alarm (61). On (B)(6) 2023 19:44:01.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 00:32:42.000 battery removed (55). On (B)(6) 2023 00:32:42.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 00:32:53.000 battery inserted (44). On (B)(6) 2023 13:31:00.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 9:31:59 am. There was no power data available for the event date of 01/05/2023 (low battery alarm). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Stuck key alarm not confirmed. Low battery alert not confirmed. No delivery alarm not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date apr 09, 2023 in the pump history file (svn: (B)(6). On (B)(6) 2023 10:40:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 10:41:38.000 battery removed (55). On (B)(6) 2023 10:41:38.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 10:42:16.000 battery inserted (44). On (B)(6) 2023 21:05:23.000 battery removed (55). On (B)(6) 2023 21:05:23.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 21:09:15.000 battery inserted (44). Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 9:31:59 am. There was no power data available for the event date of 04/07/2023 (low battery alarm). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 05-may-2023 in the pump history file (B)(4). On (B)(6) 2023 20:59:55.000 alarm alert notification (40). Fault number: stuck key alarm (61). No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. Stuck key alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 660 mg/dl at the time of the event. Troubleshooting was performed and found that the customer was treated with an intravenous insulin infusion (IV insulin drip) and a manual injection. The customer was reporting symptoms like mental confusion and imbalance as a result of blood glucose. The insulin pump was used within 48 hours and the auto mode was not active at the time of the event. The customer alleged the insulin pump was under-delivering and there were air bubbles in the infusion set and a crack on the back side of the battery side of the insulin pump. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.